Event description:
The complainant reported a patient of unknown race/ethnicity noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the flows were found to be inadequate, unable to run at p2 without suction alarms. The device was repositioned several times, but the problem persisted. The physician felt that the line was kinked and decided to replace the device for ongoing support after the procedure was finished. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the low pump flow could not be determined. This report is being filed as part of a retrospective review of historical records.